Event description:
Per incident report "patient has contacted lvad team regarding strange controller beeps/alarms starting back on (B)(6) 2018. Note from (B)(6) 2018: patient called to report a "beep" that has occurred three different times over past 24 hours. "Beep" not associated with any alarm warnings on hvad controller. Patient checked battery connections and verified that connections are tight. Suction alarm verified to be off. This beep is not a low flow alarm. Patient and wife encouraged to look for other sources of the beeping such as defibrillator, smoke detector, cell phones, as this does not appear to be a hvad associated beep. Note from (B)(6) 2018: pt called stating he has had strange beeps with his controller. Pt spoke to (B)(6) yesterday and was told to call back if this issue happened again. Pt called stating that this has happened about 5 more times since yesterday, he hears a beep that sound like the battery change alert despite fully charged batteries but just now this occurred while he was looking at the controller and he stated that all the green lights went out with the beep. Pt asked to come to clinic for controller evaluation asap and instructed to bring all of his batteries. Pt state he will be here hopefully before 430. These "beeping" incidence continued on (B)(6) and on (B)(6) 2018. Patient was brought in to (B)(6) clinic on (B)(6) 2018 and all of his hvad batteries were replaced."